Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express esc button dome switch. No unlocked lcd keypad connector. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the esc button was responding well and customer was not able to hear button click when pressed. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.